Event description:
Caller reported blood glucose result of 241 mg/dl on the aviva system, 78 mg/dl on a professional system, within 10 minutes. Also reported blood glucose result of 243 mg/dl on the aviva system, 76 mg/dl on a professional system, within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.